Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use on a homecare patient the ventilator generated a loud abnormal noise. The device continued ventilating/cycling, however, the patient was removed from the ventilator and transferred to another ventilator without any reported patient harm.

Manufacturer narrative:
(B)(4). Correction: ht50 ventilator. Correction: reuse. A third party service provider replaced the manifold assembly. The manifold was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The manifold was placed into a test ventilator and an abnormal sound occurred while running. The motor was defective. A visual inspection was performed and no anomalies were found. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.